Manufacturer narrative:
(B)(4). Concomitant medical products: x180311 ¿ bi-metric stem ¿ 885140; rd118850 ¿ m2a cup - 429070; 120010 ¿ cocr cable/sleeve - 955810. Customer has indicated that product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -10571, 0001825034 -2018 -10572.

Event description:
It was reported patient underwent a hip revision approximately 12 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of initial and revision operative records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient underwent a left hip revision approximately 12 years post implantation due to pain, trunnionosis, elevated metal ion levels and metallosis. Head was replaced. Attempts to obtain additional information have been made; however, no more is available.